Event description:
Additional information: it was reported that patient had dilaudid in her pump. It was clarified that patient's admission was not related to her infusion pump. Patient had not missed visits for refills that were done on (B)(6) 2012. Healthcare provider (hcp) 'did not believe that medications were the cause; patient had very high anxiety, depression, and stressful situation at home with ill spouse'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 (B)(4) implanted: 2006-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In 2012 when the patient was laying in the hospital she thought she may have heard the pump beeping sound. Sometime after (B)(6) 2012 the patient followed up with the healthcare provider (hcp) to get her pump refilled. The hcp tried to refill the pump and could not. The hcp checked the pump and told the patient it was no longer working and the patient elected not to get it replaced. The patient was tired and told the physician she did not want a replacement. The pump was drained and the patient was not certain if a passcode was used to permanently disable the pump. The patient got tired of feeling "stuck on stupid feeling" and was taking oral methadone like it was prescribed and would ¿fall asleep on a drop of a hat¿. The patient did not know when that started; but the longer she had the pump the more she felt ¿stuck on stupid¿ and would fall asleep. When the pump quit working the patient continued to take oral methadone and kept her from going through withdrawals. The patient had been on oral medication even when the pump was being used but after the pump stopped working the patient continued on oral pain medication to address pain needs (oral methadone 2x/day, oral vicodin every 6-8 hours prn). The patient had not been using her pump since 3-5 years ago.

Event description:
The patient reported that she was admitted to the hospital (B)(6) for chest pains. Patient stated she had stress test, heart catheterization, EKG, and her oral medications were reduced. Per patient, she normally takes 2 oral doses of methadone that are total of 20 mg per day; in the hospital she got two pills that equaled 10 mg per day instead. In the hospital she was not given the morphine oral meds; they wanted the patient to see how she felt. She was released from hospital a few days later. Patient stated she felt the worst today and has taken her oral meds for morphine and methadone. Patient stated she was due for her refill on (B)(6) 2012. The patient experienced anxiety, nausea and sweating. Patient reported this changed since being in the hospital and being discharged. The patient was not sure if she had morphine or dilaudid in her pump. She believed it was dilaudid. Patient takes oral meds: oral morphine twice a day 15 mg tablets, oral methadone twice a day 10 mg tablets. Patient stated that while in the hospital she was only taking oral methadone twice a day 5 mg tablets (less than her normal dose) and no oral morphine because hospital wanted to see how it went. Patient also just got an oral prescription for depakote that she missed her dose since being discharged because her pharmacy was not open to fill the prescription. Additional information has been requested but was not available at the time of this report.